Event description:
An oncology pt received one dose of pooled platelets and 2 units of packed red blood cells in 2005. The next day the pt was hospitalized with neutropenic fever and sepsis. The pt's blood culture was positive for e. Coli. Hosp contact stated that the sepsis may not have been related to the transfusion and that the pt has a urinary tract infection (uti). The pt was hospitalized and expired 9 days later.